Event description:
Patient who has had numerous surgeries with stanmore. She currently has a metal cased rotating hinge in place where the stem has broken. He has a few plans to revise but would like a total femur as a back up option. Update as per onkos case: unfortunately, this patient has fractured her femoral stem. Surgeon would like a patient specific femoral component with a cross screw. He would like this component to have a mets taper. His plan a is to have a distal femoral replacement and plan b is a total femoral replacement with mets components.